Event description:
It was reported by svc report that the bed alarm would not work and the bed would not weigh the pt. It is unk if there was pt involvement or if there were adverse consequences to report.